Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4)

Event description:
It was reported that during a stress echocardiography (ECG) exam and after only capturing four images of the heart chambers at peak exercise, the ultrasound system stopped acquiring images. The ultrasound system was restarted and the user had to have the (B)(6) patient walk again to repeat the exam. During the repeat exam, the user was able to detect a ventricular tachycardia (vt) which was not seen the first time the patient was scanned. The ECG was completed with the same ultrasound system and transducer. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received by manufacturer (see section g4); provide the type of report (see section g7); provide the type of reportable event (see section h1); provide the type of follow-up (see section h2); update the event problem and evaluation codes (see section h6); and provide additional manufacturer narrative (see section h10). The device was not returned to siemens for evaluation; however, the system savelogs were captured and analyzed. During the analysis, it was found that the user switched to rest stage via user defined key 1 (udk1) on the control panel. This action stopped the continuous capture in post a4c. Afterwards, it was found that the user did not reinitiate capture through post stage. Then the user subsequently stopped the clip capture when the udk1 was used to go from post-a4c to rest-a4c instead of staying in post views. The user should have noticed that the thumbnails are not appearing and should have pressed the clip capture again to acquire post images. Based on the results of the analysis, it was found that the ultrasound system did not malfunction during the stress echo. The root cause of the reported issue was due to user error. Reference complaint # (B)(4).